Event description:
It was reported the pt (ireland) experienced increased pain and leg weakness after being implanted with her permanent scs system. The pt underwent surgical intervention where her entire scs system was removed on (B)(6) 2014. The pt showed improvement in leg usage on (B)(6) 2014 and was scheduled for an MRI to determine if there is swelling in the epidural space.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.